Event description:
According to the available information, the device was explanted and replaced due to an unknown reason.

Manufacturer narrative:
B3, d6b estimated date. The details of the explant are not known. The lot number was reviewed for complaint trend, nonconforming [nc] report and CAPA. Devices met specification prior to release. No trends were noted for complaints. There was a nonconforming report identified as associated with this lot number which resulted in a CAPA / recall for pump fractures; however, the failure being reported in the complaint is currently unknown so the relationship of the issue to the nc/CAPA/recall cannot be determined.